Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 23062 in the system logs. The fse replaced the right master tool manipulator (mtmr) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed and the 23062 error was found indicating a failure on the wrist pitch axis, confirming the fault occurred in the field. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. The unit passed system test no error was observed. The unit was installed on the sftp and failed on grip accuracy test post sine cycle. However, the unit passed after running recalibration sequence without any error. The rest of fitness test and 1hour slow speed sine cycle on wrist pitch axis were ran and no error was observed. As a result of this investigation, failure analysis has concluded that that the wrist pitch axis 5 motor and slipring were found to be the root causes of the reported event. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.the probable root cause of the repeated error is attributed to the wrist pitch axis 5 motor and slipring of the mtmr.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right master tool manipulator (mtmr) persistently produced an error on the console 1. The technical service engineer confirmed the reported error 23062. The customer had power cycled the system but the issue reoccurred, the customer then recovered the fault multiple times and the error cleared. The customer opted to use the console 2 for the case due to the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the right surgeon hand manipulator kept failing. No one was harmed.